Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 180 mg/dl. Troubleshooting was done. The customer stated that she was pressing different buttons ten minutes prior to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The device had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.